Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During an emergency support program call, the customer reported a system overtemperature alarm on cardiosave intra-aortic balloon pump (iabp). The pump was exchanged without issue, and no additional alarms were reported prior to the event. No harm was reported.